Manufacturer narrative:
The following fields have been updated with additional information: h6, h11. H4 correction: 19 jan 2021. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was failed and required maintenance. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 5.1 was failed. The customer stated that there was able to get the medication from another station and there was no medication delay in dispensing workflow. There were no adverse events or injuries reported based on this even.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 5.1 was failed. The customer stated that there was able to get the medication from another station and there was no medication delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.